Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a transfer set.; further described as disconnection from the female connector. The set did not close properly. This occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. There was no issue with disconnection/connection during testing. Integrity testing was performed and no issues were noted. The reported condition was verified. The cause of the separation is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.